Manufacturer narrative:
Continued: common device name: hemostatic device for endoscopic gastrointestinal use. Product code: qau. Section g: 510k: k200972. Investigation evaluation: the product said to be involved was returned in an open tray from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved could not confirm the report. All components were not included in the return (no catheters were returned), therefore a complete evaluation was not possible. The device was returned with the on/off switch in the "on" position. The red activation knob was disengaged in the handle indicating deactivation of the carbon dioxide (co2) cartridge. The exterior of the device presented with powder on it. The device was not tested as returned due to being previously deactivated. The co2 cartridge was fully punctured. The lance position was measured and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. When tested with a new co2 cartridge and activation knob, the device sprayed as intended. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the root cause for the report of unable to spray is unknown. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Catheter occlusion can be a cause of this device not being able to spray powder. However, we could not conduct a complete investigation because no catheters were returned for evaluation. This limits our ability to conclusively determine a cause. A corrective action has been initiated concerning device failure due to being unable to spray powder. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product is included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an unknown endoscopic procedure, the physician used a cook hemospray endoscopic hemostat. It was reported that "they had an issue with deployment of the powder through the device [subject of report]. Both catheters were used and appropriate drying techniques were followed". The physician used another of the same product number to complete the procedure. It was also reported that "the co2 [carbon dioxide] was pressurized because when the user went to deactivate it today, the co2 actively depressurized when she handed it over to the rep." An unintended section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.